Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 results from a cobas 6000 c501 module. Patient 1: initial sodium result was 167 and the repeat result was 142. Initial potassium result was 5.8 and the repeat result was 4.9. Patient 2: initial potassium result was 9.11 and the repeat result was 4.6. The unit of measure was not provided. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.